Event description:
It was reported that spectrum pump experienced a false detection of a loaded set, and that when turned on, the pump reads 'reload/readjust set." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation determined the reported symptom to be caused by a failed downstream sensor. The failed downstream sensor was replaced.